Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding lip [lip haemorrhage]; cut middle lip [lip injury]; brushhead comes off and metal bit has cut lip and caused bleeding [injury associated with device]; brushhead comes off [device breakage]. Case description: a wife reported that her adult husband of unspecified age was brushing his teeth with an oral-b advanced power toothbrush, version unknown and the oral-b brushhead, version unknown came off and the metal bit cut his middle lip. The wife stated that 2 weeks after this had happened, it still had not healed and was still bleeding, elaborating that it was the whole toothbrush head that had come off, and that they had only had it for a couple of weeks. Her husband used the toothbrush every day, and stopped using it straight after use. This was the first time he had used this particular toothbrush. He used vaseline to help relieve the problem. The case outcome was not recovered/not resolved. Other relevant history: allergies - none. No further information was provided.